Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the (B)(4) system were returned. Review of the log files revealed the device functioned as intended and there were no contributing anomalies. Force measurements were recorded during ablation that exceeded the recommended values per the IFU; however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported stenosis. The device history record was reviewed to ensure that each manufacturing and inspection with abbott specifications and procedures. The cause of the reported stenosis could not be conclusively determined. Per the IFU, stenosis is a known risk during the use of this device.

Event description:
During an atrial fibrillation and flutter procedure, a chronic occlusion was observed in the patent ductus arteriosus (pda) and distal stenosis occurred in the right coronary artery (rca). After isolating the posterior left atrial wall and several pulmonary veins, st elevation was noted on electrocardiogram 12 when completing the block line in the cavotricuspid isthmus. Ablation was halted and the st elevation temporarily resolved but returned. A coronary angiogram was performed which revealed a distal chronic occlusion in the pda and stenosis of the distal rca. The patient was stented and was transferred to the intensive care unit for monitoring in stable condition.